Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited oversensing. Isometric tests were performed and noise was not reproducible. The physician suggested that the lead was damaged. The lead was reprogrammed. The patient experienced no adverse consequences.